Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm. It was stated that he was changing the infusion set, when he noticed an alarm icon on his screen and unable to get out of rewind. Customer stated he rewind the pump with the reservoir in the chamber. Advised the caller to change the reservoir, as rewinding the pump with the reservoir in place can cause air bubbles. Customer stated the reservoir leaked, unknown where leak is coming from. Customer had not yet put the reservoir into the pump. Customer stated that the leak occurred because of user error. He stated he forgot to pressurize the reservoir before putting insulin in. The blood glucose reading was 196mg/dl. Nothing further reported.